Event description:
A consumer reports visualizing "dozens of tiny dots and circles" following intraocular lens (iol) implantation. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.